Event description:
It was reported that during an endopyelotomy procedure that the b1005 acucise catheter cutting wire broke after activation. The surgeon had difficulty removing the catheter. No pt injury or complication was reported.